Manufacturer narrative:
Investigation completed on a smiths medial ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint of cassette no attached and alarming when latch is closed was confirmed by event history log and during testing. This was isolated to a non reactive dso sensor. Action was taken to replace the dso sensor, unknown cause of event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120 pump reported complaint of alarming cassette not attached properly when device is placed onto the set and latch is closed. No patient adverse events reported.